Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete.

Event description:
It was reported that during a procedure at the user facility, metal shavings came out of the wire collet. The shavings fell while the device was in the sterile field, but nothing entered the surgical site. The procedure was completed using back-up equipment with no delay, medical intervention, or adverse consequences reported.

Event description:
It was reported that during a procedure at the user facility metal shavings came out of the wire collet. The shavings fell while the device was in the sterile field, but nothing entered the surgical site. The procedure was completed using back-up equipment with no delay, medical intervention, or adverse consequences reported.